Event description:
Related manufacturer report number: 2017865-2022-01518. It was reported the right ventricular (rv) and right atrial (ra) leads were explanted and replaced due to lead insulation damage. The patient was stable. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of lead insulation damage was confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found procedural damage to the outer insulation at middle region of the lead. The cause of the reported event was isolated to procedural damage.